Manufacturer narrative:
It was reported to stryker by the customer that allegedly the cot tipped over during transport between ambulance and hospital. There was an operator at the foot end of the cot who attempted to catch the cot and restrain the patient while the cot tipped. In response to reported injuries, a stryker key account manager reached out to the customer to gather further details about the injury and treatment provided. The customer confirmed that the patient had sustained a head injury, while the paramedic experienced an arm injury. Both individuals were medically evaluated at the hospital; however, additional details regarding the nature and extent of the injuries were unavailable. The customer confirmed that no fatalities occurred. No further injury/treatment information was available. A visual and functional inspection of the cot was performed by stryker pro care services. It was found that the unstable cot leading to tip was not due to any component level malfunction with the unit. The issue was resolved for the customer by verifying full functionality of the unit and confirming that no action is needed from stryker.

Event description:
It was reported that the device tipped over during transport between ambulance and hospital. There was a single operator at the foot end, who attempted to catch the cot and restrain patient during the tip. It was further reported that both the patient and paramedic were assessed for injuries at the hospital. The patient was assessed for a head injury, and the user was assessed for an arm injury, both as a result of the incident.

Event description:
It was reported that the device tipped over during transport between ambulance and hospital. There was a single operator at the foot end, who attempted to catch the cot and restrain patient during the tip. It was further reported that both the patient and paramedic were assessed for injuries at the hospital. The patient was assessed for a head injury, and the user was assessed for an arm injury, both as a result of the incident.